Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2023, the agent received a call from a clinical specialist reporting that the patient had snapped the luer connector, which became stuck in the chamber. Photos of the issue were provided. An initial call was placed to the patient, and a voicemail was left. Later the same morning, the patient returned the call to troubleshoot. The patient reported that the luer connector broke after hitting an object while walking. Due to lack of replacement supplies at home, the patient transitioned to backup therapy. The issue was resolved by placing the broken piece on top of the stuck piece and twisting it off, successfully removing it. The patient¿s blood glucose was stable at 132 mg/dl, and there was no adverse impact reported. The patient planned to resume therapy once new supplies became available the following day. The serial number was collected, and the patient will provide lot numbers when available. Case closed on (B)(6) 2023.